Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb had foreign matter. The following information was provided by the initial reporter: material #305901. Lot #4278409. Verbatim: rcc received a complaint via email. Please see below product complaint reported to (B)(6) by user, please provide credit or return label. (B)(6) po# (B)(4). Item number: 305901. Item description: needle, safetyglide im thin wa ll 25gx5/ 8" (50/bx). Quantity: (B)(4). Defective lot/serial number: lot # (B)(6). Ref # (B)(4). Details of issue: we have noticed many of the bd safety glide injection needles (25g 5/8) needles are dusty or moldy? It's very concerning. Black specks, almost flakes of idk what on the needle and packaging. I messaged you photos and a video of us opening one out of the packaging that is clearly dirty.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter seventeen samples in sealed blister packaging were received for evaluation. A visual inspection was performed using 10x magnification. No defects, imperfections, or foreign matter were observed in the needle assemblies or the packaging. In addition, five photographs were provided for review. These images depict a needle assembly with the plastic shield removed. A dark-colored particle is visibly adhered to the needle, and dark specks are present on the plastic shield. Based on the investigation and analysis of the photographic evidence, the reported symptom is confirmed. However, the issue was not observed in any of the physical samples received. Furthermore, a device history record review was completed for provided lot number 4278409. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.